Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), respiratory disorder ("otorhinolaryngology disorders"), migraine ("migraines") and myalgia ("muscle pain "). At the time of the report, the menorrhagia, respiratory disorder, migraine and myalgia outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine, myalgia and respiratory disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), ear disorder ("otorhinolaryngology disorders"), migraine ("migraines"), myalgia ("muscle pain "), nasal disorder ("otorhinolaryngology disorders") and pharyngeal disorder ("otorhinolaryngology disorders"). At the time of the report, the heavy menstrual bleeding, ear disorder, migraine, myalgia, nasal disorder and pharyngeal disorder outcome was unknown. The reporter provided no causality assessment for ear disorder, heavy menstrual bleeding, migraine, myalgia, nasal disorder and pharyngeal disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.